Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6 and h11 corrected fields: h8 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image failure and faulty cable u. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image issue and e226 (endoscope communication error) was due to faulty cable u. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed image distortion and e226 error. The issue occurred at therapeutic shoulder rotator cuff tear procedure that was completed with an olympus back-up device. There were no reports of patient harm.